Event description:
The customer reported that no differential results were recovered on quality control (qc) results which were run on the lh 500 hematology analyzer. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts advised the customer to clean the blood sampling valve, bleach the flowcell, and rerun control and latron. The customer stated that the latron tests were successful but the differential issues persisted with controls. No erroneous patient results were generated for this event and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a clogged tubing at blood sampling valve (bsv) port 11. The fse replaced the differential mixing chamber, sample lines from the differential mixing chamber to the blood sampling valve, and the tubing from differential mixing chamber flow cell but the instrument was still not recovering differential results. The fse also discovered a leak from a loose erythrolyse tubing which was connected to the peltier module. The fse replaced the tubing to resolve the leak and the differential issues. Failure mode of the event is attributed to a loose erythrolyse ii tubing at the peltier module; the fse also found a clogged wire marker 11 (port 11) on the bsv. Beckman coulter internal identifier for this report is (B)(4).